Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery out limit alarmed during testing. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer's mother reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 172 mg/dl. The customer's mother stated that her daughter reconnected the pump after taking a shower and the buttons were not responsive. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.